Event description:
It was reported via int'l report #03-00a (austria) that the cuff on three (3) 8 fen devices was sticky and discolored. There was no reported pt involvement. As of the date of this report, the device has not been returned to the MFR.